Manufacturer narrative:
H6: code c19 - a review of the manufacturing records indicated the lot met all pre-release specifications. H6: code b20 -the device remains implanted and was therefore not available for engineering evaluation by gore. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2025, patient underwent an endovascular tambe procedure to treat a juxtarenal symptomatic abdominal aortic aneurysm (aaa) utilizing a gore® excluder® thoracoabdominal branch endoprosthesis. Reportedly, the on-label tambe procedure was completed without any complications and patient woke up form anesthetic without issue. However, later in the afternoon, physician informed the field sales associate that the patient experienced severe abdominal pain post-op with concerns about visceral vessel dissection. Physician performed an urgent cta, which showed all branch vessels patent with no issue. Patient then complained of painful feet and numbness and paralysis. Blood pressure increased and spinal drain inserted within 30 minutes. Potential cause is spinal cord ischemia but since the spinal drain insertion, the patient's feeling and sensation in his feet has returned but no movement. Patient is currently under observation.